Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 426 mg/dl. The customer did not treat the high blood glucose levels. The customer had slight headache as a symptom of high blood glucose level. Troubleshooting was performed for the insulin pump and customer was informed that the insulin pump was working as designed the insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).